Event description:
It was reported that the programmer screen would go black while in use. It was further reported that the cord catch was broken and the light pen (stylus) was missing. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the power cord door was damaged, the keyboard case hinges were broken and the stylus was missing.